Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion and flow issues. The following information was provided by the initial reporter: smartsite extension set unable to flush.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the smartsite extension was not able to flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20059e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion and flow issues. The following information was provided by the initial reporter: smartsite extension set unable to flush.